Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device with a 6f sheath after an interventional procedure. Reportedly, the proglide device did not perform as intended. When the plunger was deployed and removed there was no suture attached to the end of the needle. The proglide device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.